Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report:1627487-2016-04489. Additional information received identified that although the swelling has reduced with the antibiotics, irritation is still present. As a result, the patient received another prescription for antibiotics and was referred to an infectious disease physician and a wound care specialist. Per the implanting physician, the next course of action will be determined by the infectious disease physician's assessment of the site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2016-04489. Further information received indicated the patient reported the infection and swelling are under control and he will continue with the long term suppressive antibiotic therapy.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-04489. The patient has 2 supra-orbital pns leads and 2 occipital pns leads. This issue is related to one of the supra-orbital leads; it is unknown which lead therefore, both are being reported. It was reported the patient is experiencing swelling and tenderness from his forehead to behind his right ear. As a result, the patient was prescribed antibiotics and is to have the area assessed by the surgeon. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-04489. Additional information received indicated the patient's infectious disease physician prescribed a triple dose of antibiotics which resolved the swelling. However, once the patient completed the course of antibiotics, the issue reappeared. The patient is to consult further with infectious disease and the plan is to place the patient on a long term suppressive antibiotic.